Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver an unspecified concentration of fentanest, at an unspecified rate, via a gemstar pump. It was reported that during priming prior to pt use, the tubing set could not be primed. The customer contract reported an obstruction on the initial portion. No specific details were provided. The tubing set was replaced. Though requested, no additional info was provided.